Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead was explanted as the patient stood up immediately after implant, in the room. The lv lead became dislodged. Another lead was implanted and no adverse patient events were reported.